Event description:
It was reported that the pump's alarm sound was not annunciating resulting in the customer experiencing an elevated blood glucose (bg) level of 561 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the same day with no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.